Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had received multiple inappropriate therapies. The patient's right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) had sensed/detected t-wave oversensing (twos) which resulted in the inappropriate therapies. Reprogramming was completed and eventually the device was replaced while the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.